Event description:
It was reported that the customer received a button error alarm. The buttons were taking a long time to respond. Her blood glucose level was 280 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with intermittent act and up button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.